Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon evaluation, the j1 battery connector was intermittent. The cause of the inability to power on is the defective battery connector. The cause of the defective battery connector is contamination on the ground pin. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that the monitor would not power on.